Event description:
The patient woke up from sleep to a sharp shock in the area of the interstim ii lead (left hip) when turning over in bed. Checked interstim ii multiple programming options and found stimulation occurring only in the left buttock, not in areas previously stimulated. Turned off stimulation until seen by md. Bulge under the skin was observed in the area of lead over the left si joint. One month later, the physician recommended the removal of interstim and lead. Surgical explant scheduled.